Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the gastrostomy-jejunostomy during a laparoscopy, it appeared to be a complete staple line and no malformed staples were seen, however one portion of the bowel was not stapled at all. The surgeon felt one side of the staple cartridge did not deploy. After inspecting the cartridge, it was noticed that the pusher bars deployed but the tissue was not incorporated in jaws of stapler when fired or slipped out. The second cartridge was opened but due to confusion as to what happened surgeon elected to handsew to close the ostomy. The surgical time was extended for one hour.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that one reload was fully fired and one reload had a full complement of staples. Microscopic evaluation of the fully fired reload noted that the reload had damage to the cutting edge of the knife blade. Functionally, the fully fired reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. The reload with a full complement of staples was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented both reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.